Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and verified that after manual release, the affected pump turned on without errors. Nevertheless, it was noisy. Investigation is in process. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double head pump stopped and displayed a motor control failure error message during service. There was no report of patient injury.

Manufacturer narrative:
H.10: the pump serial read out was provided to livanova. However, the analysis did not reveal any relevant additional details. No further information is available about this case and the part could not be investigated since it was not made available by the customer. The reported error code is related to the resolver, the speed sensor located at the back of the pump motor. The most likely root cause is a defective pump circuit board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.